Manufacturer narrative:
Approximate age of device- 2 years. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized and presented with lvad alarms and found to have refractory right heart failure despite escalating inotropes. The patient¿s prognosis was discussed with family present and it was elected to make the patient a do-not-resuscitate order (dnr) and was transitioned to comfort care. The patient subsequently expired on (B)(6) 2019 at 633am due to acute on chronic heart failure complicated by cardiogenic shock. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacturer's investigation conclusion: a correlation between heartmate 3 lvas, serial number (B)(4) and the reported event could not be conclusively determined. No autopsy was performed, and the device was not explanted. No product available for investigation. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.